Manufacturer narrative:
(B)(4): the customer reported the device had a "power supply problem when boot up." There was no reported pt involvement. The device was evaluated by a philips field svc engineer and the symptom was confirmed. The processor pca was replaced to resolve the problem. All performance assurance tests passed and the device was put back into svc.

Event description:
The customer reported the device had a "power supply problem when boot up." There was no reported pt involvement.